Manufacturer narrative:
The patient reported on (B)(6) 2026 that they experienced skin irritation in the form of irritation, a rash, rawness/raw-skin with no open skin and bleeding/discharge while wearing the mcot leadwire device. The patient did seek medical attention and was prescribed a topical antinflammatory medication as a treatment method. The patient did take a break or discontinue service due to the skin irritation. The patient confirmed following the recommended skin preparation steps. The patient has a history of skin sensitivity/allergies to certain metal and adhesive and can only wear 14 k gold. The lead wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The lead wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a history of skin sensitivity/allergies to certain metal and adhesive and can only wear 14 k gold. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported on (B)(6) 2026 that they experienced skin irritation in the form of irritation, a rash, rawness/raw-skin with no open skin and bleeding/discharge while wearing the mcot leadwire device. The patient did seek medical attention and was prescribed a topical antiinflammatory medication as a treatment method. The patient did take a break or discontinue service due to the skin irritation. The patient confirmed following the recommended skin preparation steps. The patient has a history of skin sensitivity/allergies to certain metal and adhesive and can only wear 14 k gold.